Manufacturer narrative:
The field complaint of failure to interrogate was confirmed. The reported event of premature discharge of battery was not confirmed. The device was received with battery voltage at elective replacement indicator (eri). The device was cut open and in-circuit battery voltage was measured to be at eri level. Longevity assessment was performed, device¿s implanted duration exceeded projected longevity and is considered normal battery depletion. Additional testing was performed with new battery to verify functionality of the telemetry by reducing the battery voltage level. Test results indicated loss of telemetry with decreased battery voltage. An integrated circuit anomaly was identified as the cause of the telemetry issue.

Event description:
Additional information received indicated the physician did not suspect premature battery depletion.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Prior the device exchange procedure, the device was attempted to the interrogated but was unsuccessful. The physician noted that the time from the elective replacement indicator stage to the end-of-service was short. Premature battery depletion could not be ruled out. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.